Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 16 devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 17 </noe> malfunction event(s), where it was reported there were accessible sharp metal edges. There was no patient involvement.